Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to dislocation.

Manufacturer narrative:
(B)(4). D10: 00877703604, bioloxâ® option, head, xl, ã¸ 36/+7, taper 12/14, 2637025. G2: foreign: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.